Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set adhesive issue event on 03-may-2024. The infusion set was in use for 1 day. No further information available.